Event description:
User reported that a level sensor was not alarming for empty reservoir when it should have been.

Manufacturer narrative:
Sensor was returned for investigation. Sensor was found to have no apparent physical damage and functioned as expected. Confirmation of fault and root cause awaiting further investigation.